Manufacturer narrative:
Section a3, a3b, and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic of the injector of the preloaded intraocular lens (iol) had been getting stuck, requiring the use of forceps to remove it, which risks leaving the haptic outside of the eye. From additional information it was learnt that lens was partially inserted and had to be released from injector with a forceps then dialed into the eye manually. There was no patient injury. No back up lens was used. No other information is available.